Manufacturer narrative:
A ge oec service rep investigated the issue and found the surge suppressor pcb had failed. The surge suppressor pcb was replaced. Upon system testing, it was found that there was a communication error between the table and control panel processor. This was traced to an optic cable that needed to be re-seated between the morton pcb and tgi pcb. This resolved the malfunction of the system. The system was tested and found to be operating as intended. The system was released to the customer for use. There was no pt info available from the facility with respect to this issue. No injury resulted or was reported.

Event description:
The ge oec 2800 uroview fluoroscopy system would complete boot sequence in the morning.